Event description:
It was reported that proximal filter didn't retract. A sentinel cerebral protection system was successfully used for a procedure. During removal of the device, the number one slider was unable to resheath the proximal filter. The physician attempted to retract the slider several times without success. The distal filter was fully resheathed without issue. The sentinel device was removed with the proximal filter out. No patient harm was reported.